Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced infection. The system was explanted on (B)(6) 2018. A new system was implanted on (B)(6) 2018. No further information was reported.

Event description:
New information states that device erosion was noted. The patient was in a stable condition post procedure.

Event description:
New information states that the patient presented with pain and tenderness around his device site. The patient was in a stable condition post procedure.